Manufacturer narrative:
(B)(4).

Event description:
Reportedly, device was displaying high oxygen alarm. The device was (not) in use on a pt. Calibration of the oxygen sensor did not resolve the reported issue. The oxygen sensor was replaced, which resolved the reported issue.